Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on either (B)(6) 2012. According to the complainant, during cannulation of the common bile duct (cbd) stricture, the hydrophilic tip of the jagwire detached and became stuck in the cbd. It was reported that more force than normal was needed to move the guidewire within the scope, however it is unknown whether this occurred during advancement or removal of the device. It was reported that no damage was noted to the device packaging and no damage was noted to the device upon removal from the packaging. The guidewire was removed as a unit and the procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the event have been made, however no information has been received. If further information becomes available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.